Event description:
A us distributor contacted zoll to report that a patient developed a pressure ulcer under the lifevest equipment. There was no alleged device malfunction contributing to the pressure ulcer. The patient¿s nursing team at the rehabilitation facility has been treating the pressure ulcers as part of the patient¿s care plan. Follow up indicated that the pressure ulcer improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.